Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and due to the presence of corrosion, the rotor and bearings were stuck in the motor assembly. If the rotor and bearings are not allowed to rotate freely, heat will be generated due to excessive friction among mating components. The motor assembly, bearings and rotor assembly were replaced, and the drill was returned to the user facility.

Event description:
It was reported that during equipment testing, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.